Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode (model 3401) oversensed noise resulting in two inappropriate shocks. It was suspected that the electrode (model 3401) had migrated and thus x-rays were ordered. A review of the x-rays confirmed that the electrode (model 3401) had moved considerable and was now in a very suboptimal lateral position. The first inappropriate shock occurred in the primary sensing vector because of myopotential oversensing. The second inappropriate shock occurred in the secondary sensing vector and was the result of oversensing the patient¿s intrinsic broad sinus complex. Boston scientific technical services (ts) advised that revising the electrode (model 3401) would correct the oversensing due to electrode migration but not the patient¿s intrinsic morphology. The patient has a concomitant cardiac resynchronization therapy defibrillator (crt-d) and was re-screened. The patient¿s underlying intrinsic rhythm would not pass any of the three sensing vectors with crt-d pacing off and passed in two sensing vectors with crt-d pacing on. Ts advised that this patient is no longer suitable for s-ICD therapy. Surgical intervention was performed. The s-ICD was repositioned and electrode model 3401 was explanted and replaced with electrode model 3501. Induction testing was performed with the repositioned s-ICD and new electrode (model 3501). Functional undersensing and double-counting of the broad ventricular tachycardia (vt) complex was observed. Despite these observations, the device did successfully cardiovert the induced arrhythmia with acceptable impedance measurements. Later in the day the s-ICD and electrode (model 3501) delivered two additional inappropriate shock. A review of the electrograms identified what appears to be air entrapment which is known to resolve on its own. The device was temporarily turned off until the air escapes from the header.